Event description:
Pt reported obtaining a blood glucose result of 496 mg/dl, while using the suspect device. Within 10 minutes, pt's blood glucose was reportedly retested, using physician's device, with a result of 99 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.